Event description:
It was reported by the customer that during inspection, the display of cardiosave intra-aortic balloon pump (iabp) turned green. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3 h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: e3. A getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction.the fse replaced the assy, display top lcd rohs, pcba, video generator. An operational inspection was carried out based on the inspection record sheet, and the results were good. The failure analysis and testing dept. Received parts with a reported unit failure of the display turning green. The fat performed a visual inspection and found the part to be in good condition. The fat installed the parts individually and together in cardiosave test fixture serial number and tested the parts to factory specifications per the cardiosave service manual. No failure confirmed. Retaining the parts in the failure analysis and testing department.